Event description:
Reduced range of motion bilateral knee [joint range of motion decreased]. Knee stiffness [joint stiffness]. Pain bilateral knee [arthralgia]. Swelling bilateral knee, spread to ankle/feet [joint swelling]. Case description: spontaneous report received on (B)(6) 2010 from a physician regarding a (B)(6) female pt, initials (B)(6), with a medical history of osteoarthritis and previous treatment with synvisc. The pt presented for another series of synvisc on (B)(6) 2010 and was injected in both knees. On (B)(6) 2010, the pt experienced pain, swelling, and reduced rom (range of motion) in the knees bilaterally. The swelling spread to the ankles and feet. There was no evidence of infection, fever, or chills. Treatment included diclofenac 75 mg bid stated on (B)(6) 2010 for pain and swelling, tylenol #3 (acetaminophen/codeine) 1-2 q4h prn started on (B)(6) 2010 for pain, and nsaids (nonsteroidal anti-inflammatory drugs). Treatment with synvisc was permanently discontinued on (B)(6) 2010. The relationship between synvisc and the events was definite. The severity was moderate. At the time of this report, the outcome of the reported events was not yet recovered. The synvisc lot number r10072. No further info was provided. The qa (quality assurance) investigation results were received on (B)(4) 2010. The production and quality control documentation for lot number r10072, expiry date 04/2013 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Additional info was received on (B)(6) 2010 from the pt. She stated that she received the synvisc injections in both knees on (B)(6) 2010. The next day, both knees were swollen down to her legs and left foot. She reported this to the physician whom she saw on (B)(6) 2010. She stated that she was instructed to ice the knees and take pain killers. No further info was provided. Additional info was received on (B)(6) 2010 from the pt's husband. He reported that his wife had a history of osteoarthritis of the knee and previous treatment with synvisc in both knees on an unk date approximately six years ago. He reported that the first shot of synvisc was administered on (B)(6) 2010. The pt was experiencing swelling in both legs from the knee down to her ankle, knee stiffness, and knee soreness. Treatment consistent of unk pain medication and anti-inflammatory medication. At the time of this report, the outcome of these events were not yet recovered as the pt had experienced these events for eleven days. No further info was provided. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot number r10072, expiry date 04/2013 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.